Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged, resulting in the charging cord being unable to plug into usb port. The customer's blood glucose level was 78 mg/dl. The customer reverted to an alternate method of insulin therapy.